Manufacturer narrative:
E2402- code not available refers to abdominal distension. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (a fib) using a faradrive sheath the patient passed away. The patient was prepared for the ablation procedure using general anesthesia and transseptal access was obtained. Then the transseptal devices were exchanged for a non-boston scientific short sheath and a "standard" long j tip wire. The j tip wire was then exchanged for a stiff amplatz wire due to the patient's weight. The amplatz wire was noted to be very difficult to advance and kinked. Another amplatz wire was used and also kinked, but this second wire was eventually advanced. The short sheath was exchanged for the faradrive sheath. The physician was unable to advance the faradrive sheath further than "a couple of inches". The faradrive was removed and exchanged for a 14f short sheath to dilate the site. At this time the patient's blood pressure dropped to approximately 70/40, their oxygen saturation dropped, and st segment elevation was observed. No bleeding was seen at the access site at this time. Left heart catheterization was performed with access through the patient's wrist and the coronaries were seen to be clear. A vascular surgeon was brought in, but they could not find a tear or bleeding. The patient was given 2 units of blood and overtime their blood pressure rose, and their oxygenation increased to over 90%. The procedure was cancelled, and the patient was transferred to the intensive care unit where they were noted to be in a stable condition but with a distended abdomen. Four days after the procedure the patient went into cardiac arrest and could not be resuscitated. The physician stated they did not believe the farapulse device or procedure contributed to the patient's death but the events directly leading up to the cardiac arrest were not provided.